Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that alert history was missing information from recent alerts. Customer's blood glucose level was 94mg/dl. Multiple attempts were made to follow up with the customer to upload pump data for review, however, a response was not received.